Event description:
A pump with an under infusing pump head. Information was not provided regarding whether or not the event occurred during patient use. No patient njury or medical intervention reported.